Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was off. Reportedly, the customer forgot to alter the time after daylight savings. The customer reported being comfortable to change the time on her own. The customer's blood glucose level was 139 mg/dl.